Event description:
After receiving a cordis bare metal stent, the patient returned with chest pain and subsequently had a repeat revascularization. The patient was enrolled in the trial.

Manufacturer narrative:
This device is distributed outside the united states ; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.